Manufacturer narrative:
(B)(4). Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting at the left belt clip rail. The unit was received with a battery cap. The contacts were properly attached, and the weld spots holding the metal contact in place were still intact. After battery installation, a blank display was noted. Unable to perform the displacement test due to the blank display. The case was cut open. After visual inspection, there is corrosion in/around the following: keypad flex cable terminal; pcba1--j7, j1. The corrosion around the pcba1 j7 aa battery connector was very heavy. After swapping boards and cases, the blank display was isolated to pcba1. In summary, the customer¿s report of a crack in the case was confirmed during visual inspection. The blank display is due to the severe corrosion around the pcba1 j7 aa battery connector. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 670g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported physical damage on the insulin pump along with a crack near battery compartment. No harm requiring medical intervention was reported. Troubleshooting was performed. Customer was advised that the product will be replaced. The customer will discontinue the use of the device. The product will be returned for failure analysis.